Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic endometriosis resection procedure, there was poor staple formation and the surgery was converted to an open procedure. After 2 days after the surgery the patient showed infection and leak. There was no leak during the original procedure. A new intervention was necessary - the patient had a fistula in the anastomosis. The patient hospitalization was extended in 1 week. The patient was placed on antibiotics after the re-operation. The patient status is deceased.